Manufacturer narrative:
The siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. There are no known discordant results, as the troponin results were repeatable on the same instrument and alternate instruments. The cause of the elevated troponin results not matching the cardiac catheterization results is unknown. During troubleshooting, it was discovered that patient samples are not centrifuged according to the tube vendor specifications, which is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Three samples from one patient were tested for troponin on a dimension vista 1500 instrument. The first sample obtained from the patient resulted low. Two samples were obtained the following day and both resulted high. One of the elevated samples (sid (B)(6)) was sent to an alternate laboratory and tested with a different method, which also produced an elevated result. The other elevated sample was tested on an alternate dimension vista instrument in the same laboratory and resulted high. The results were reported to the physician(s), who ordered a cardiac catheterization. The results of the cardiac catheterization were negative. The three samples from the patient were then rerun on (B)(6) 2013 on the same dimension vista 1500 instrument and all resulted the same as they had initially resulted. The patient underwent a cardiac catheterization due to the elevated troponin results. There are no known reports of adverse health consequences due to the elevated troponin results.